Event description:
It was reported that the user experienced repeated insulin delivery occlusion alerts and an alert 38 motor stall on the ilet, with blood glucose rising to 400 mg/dl during the event and later decreasing to 99 mg/dl after supply changes and management; multiple infusion sets, cartridges, and connectors were replaced without visible defects, and a dry run with rewind was attempted but resulted in an unable to proceed alert. Symptoms included headache associated with hyperglycemia. Outcomes included temporary interruption of insulin delivery, device replacement, and guidance to revert to backup therapy and to shut down the device to avoid further alerts. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure and intermittent occlusion alerts. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.